Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubies were failed. A field service engineer found that the half height cubie drawer 2.2 board was dead, and it was taken out along with pmc interface board. Then the fse replaced both boards and reconfigured to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a malfunction in which all cubies and drawers on the main 2.2 and 2.1 were failed, hindering the retrieval of any items. Consequently, nurses were unable to access any medications from the device. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.